Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the fifth day post implant, the pocket revision was performed due to bleeding from muscle. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.